Event description:
A report was received that the pt has skin rashes throughout his body. The pt has seen two dermatologists and they gave no reason for the rash. The pt stated that he has been fighting a staphylococcus infection that is not device related.